Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was previously removed as there was no device implanted when the new artificial urinary sphincter was implanted on (B)(6) 2019.